Manufacturer narrative:
6/23/1997-supplemental report #1 submitted to FDA.

Event description:
During an unspecified procedure, the cartridge disengaged. The surgeon applied another device without pt injury.